Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: posiflush-sp. Device failure: labeling concerns.

Manufacturer narrative:
(B)(4) follow up: it was reported there was no product information printed on the product. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a prefilled syringe with no packaging flow wrap missing the syringe barrel label. No other defects or imperfections were observed. This condition occurs if there is a jam during the labeling process. A device history record review was completed for provided material number 306594, lot 4235938. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the labeling process was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: on february (B)(6) 2025, the nurse selected a 5 ml pre-filled catheter flosser in preparation for sealing the patient's IV as prescribed. The pre-filled catheter flusher was removed and it was found that there was no product information printed on the product, such as specifications, date of manufacture, etc. The use of the product in question was immediately discontinued while a new product was substituted for use without causing harm to the patient. Adverse events were also reported. Contact the manufacturer to strengthen quality management.